Event description:
It was reported that the subject device had no image and scope communication error (error b30). The event had occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via email. No troubleshooting was performed/troubleshooting steps. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d10, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Expected or random component failure without any design or manufacturing issue due to dust or dirt problem identified. A device that experienced problems due to ingress or coating of dust, dirt or other foreign material. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.